Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 329 (mg/dl). Customer administered a correction bolus to treat their bg level. Review of pump history by tandem technical support did not reveal any anomaly in pump performance. Recommendation was made to consult with health care provider to discuss diabetes management.